Event description:
In 2009, the pt reported that she received an e4 (occlusion) error on her infusion device. To troubleshoot, the pt was instructed to disconnect from the infusion tubing and she was able to prime without error. She stated the infusion site was changed this morning. She did not have supplies with her to continue troubleshooting. The pt called back the same day, and stated that she experienced elevated blood glucose of 325 mg/dl at 3:00pm, due to being disconnected from the infusion device because of e4 errors. She injected 12 units of insulin to lower her blood glucose. Her target blood glucose level is 100 mg/dl. She changed her infusion site and a few hours later, while attempting to bolus for her evening meal, an e4 was displayed. To troubleshoot, she was instructed to disconnect from her infusion site and she was able to prime and bolus without error. She stated that she does not have scar tissue. She was educated on alternative infusion sites. She stated that the infusion set did not "click into place", as it should have when connected to the infusion site. She was advised to change the infusion tubing and she primed without error. She stated that she felt less resistance when connecting the infusion tubing to the infusion site. Her blood glucose measured 229 mg/dl and she bolused 3 units of insulin. She also reported that the infusion tubing appeared to be "hazy" for the past 6 months, and she is not able to clearly see the insulin travel through the tubing. Upon follow up six days later, the pt stated that she had no further errors and her blood glucose had returned to an acceptable range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.